Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a device upgrade, high capture threshold and decreased sensing were noted. The sense/pace portion of the rv lead was capped and replaced. One month later, the new sense/pace lead dislodged. The physician elected to explant the entire lead and implant a competitive lead. There were no complications during the procedure and the patient was fine afterward.